Event description:
It was reported that during removal, a portion of the drain broke off and remained inside the pt. The drain had been pulled a little stronger than usual because there was resistance during removal of the drain. Incident occurred 5 days after placement. Placed in 2002 and removed 5 days later. Sutures were used at 2 places in drain tube during placement. How the indwelling drain portion was retrieved from the pt is not known. No add'l info was provided.